Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, regarding recurring gas loss alarms during patient ventilation and sought assistance. Upon troubleshooting at the bedside with an experienced colleague, it was confirmed there were no issues with the blood in the helium line. After a final check of the helium tubing for any trace of blood or rust, the esp personel instructed user to perform a fill and press start, which successfully resolved the alarm and resumed therapy. The nurses were unable to provide the exact number of times the alarm had activated or retrieve an alarm history due to time constraints. While the exact troubleshooting steps were unclear, it seemed pressing the start key was the primary action taken. User also noted the patient was ventilated with a peep of 8, exhibited significant coughing, tachycardia, and fever. The esp personel reviewed the nature of the alarm was reviewed with the nurses, emphasizing that simply pressing the start key was not a permanent solution. The call was ended. No harm or injury reported.user called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, regarding recurring gas loss alarms during patient ventilation and sought assistance. Upon troubleshooting at the bedside with an experienced colleague, it was confirmed there were no issues with the blood in the helium line. After a final check of the helium tubing for any trace of blood or rust, the esp personel instructed user to perform a fill and press start, which successfully resolved the alarm and resumed therapy. The nurses were unable to provide the exact number of times the alarm had activated or retrieve an alarm history due to time constraints. While the exact troubleshooting steps were unclear, it seemed pressing the start key was the primary action taken. User also noted the patient was ventilated with a peep of 8, exhibited significant coughing, tachycardia, and fever. The esp personel reviewed the nature of the alarm was reviewed with the nurses, emphasizing that simply pressing the start key was not a permanent solution. The call was ended. No harm or injury reported.